Manufacturer narrative:
Consumer has not responded to requests.

Event description:
Consumer is alleging that there is a hole burned in the controller of his heating pad. There was not a report of injury or property damage with this incident.